Event description:
Reporter stated that patient's blood glucose was measured, on a laboratory instrument, on (B)(6) 2010. Reporter noted that patient retested blood glucose, approximately 30 minutes later, and obtained a result of 200 mg/dl on the compact plus system. The following day, the laboratory phoned patient and advised that the prior day's blood glucose result was 700 mg/dl. Reporter stated that, based on this value, patient was transported back to the laboratory and was treated with insulin (type and amount was not provided). When patient's blood glucose results did not decrease, following insulin administration, the patient was reportedly transferred, by ambulance, to the hospital. At the time of the report, patient remained hospitalized. No information about treatment received, while hospitalized, was reported. The manufacturer requested the return of the suspect products for evaluation.

Event description:
Reporter stated that pt's blood glucose was measured, on a lab instrument, in 2010. Reporter noted that pt retested blood glucose, approximately 30 minutes later, and obtained a result of 200 mg/dl on the compact plus system. The following day, the lab phoned pt and advised that the prior day's blood glucose result was 700 mg/dl. Reporter stated that, based on this value, pt was transported back to the lab and was treated with insulin (type and amount was not provided). When pt's blood glucose results did not decrease, following insulin administration, the pt was reportedly transferred, by ambulance, to the hosp. At the time of the report, pt remained hospitalized. No info about treatment received, while hospitalized, was reported. The MFR requested the return of the suspect products for eval.